Event description:
The service report shows that during an evaluation of the device, the volumes wee found to be out of specification. The service tech. Inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.